Event description:
According to the complainant, during the procedure, the prolieve system's catheter appeared to be leaking. The physician successfully completed the procedure with another prolieve thermodilatation kit. No patient complications were reported as a result of this event. The patient's condition was reported as "fine."

Manufacturer narrative:
The lot number for the prolieve thermodilatation kit is not known; therefore, the device manufacture date and expiration date cannot be determined. A visual examination of the returned device revealed a ruptured anchor balloon. In addition, the returned catheter leaked from the anchoring balloon. This indicates a possible tip bond failure. The customer's complaint is confirmed.